Event description:
Aas reported, surgeon had to revise a 17 year old optetrak size 4, 11mm poly and patella. Patient was revised to a new patella and size 4, 9mm tibial poly. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain photos or x-rays. Patient was last known to be in stable condition following the event. The device is not available for evaluation as doctor kept the implants.

Manufacturer narrative:
Concomitant medical products: patella. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, the surgeon had to revise a 17 year old optetrak size 4, 11mm poly and patella. The male patient was revised to a new patella and size 4, 9mm tibial poly. There was no breakage of device or surgical delay/prolongation. The sales rep was unable to obtain photos or x-rays. The patient was last known to be in stable condition following the event. The device is not available for evaluation as doctor kept the implants. There is no additional information provided after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; reason was not reported. These devices are used for treatment not diagnosis.